Event description:
A zoll distributor contacted zoll to report that electrode bent sn (B)(4) was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to connector j702 on the distribution node pca. The trunk cable was not fully secured in the connector. The root cause for the detached cable could not be positively identified. No adverse event resulted from the defective electrode belt.